Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user called because her chair is broken, right side frame is broken.